Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, removal of 3 bones on the spine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, removal of 3 bones on the spine. The device was returned to the manufacturer's product investigation laboratory for investigation. Observed the following from internal and external inspection - dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, iso part on rear panel, sd cover flip door, accessory module flip door, control dial, pressure sensor seal, flow sensor seal, blower box upper cap, blower box, and blower. Tobacco like substance. Found throughout entire device. Multiple insects were observed on the inside of bottom enclosure. Blower outlet seal not seated correctly but will not impact the airflow for device. Hairlike substance in bottom of blower box. Mild corrosion with possible liquid ingress on p4 power connector. While investigation, the manufacturer damaged a piece of the blower box. Dust/dirt on water tank, flip lid seal, and dry box seal. Insects found in dry box and back panel in humidifier. Water tank has mild corrosion. Further investigation could not be completed due to multiple insects. A contaminate consistent with keratin was observed on the blower box. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 20 errors [19 of #200 err rtos abort error (stop error), 1 of 83 err feens unable_to_obtain_bus (reboot error)] found. The manufacturer concludes that they could not confirm the customer's allegation and observed dust/dirt contamination in the airpath, likely from a source external to the device. The manufacturer observed no evidence of degraded sound abatement foam.